Manufacturer narrative:
(B)(4). The customer reported the guide wire was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the tip of the steelcore guide wire became kinked after resistance was met during advancement through the 80% stenosis in the common femoral artery. Resistance was also met during removal of the guide wire from the anatomy and the tip of the wire became stretched (prolonged). There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information indicated this incident was already reported under MFR # 2024168-2016-06167.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: this same incident was already reported under MFR # 2024168-2016-06167. No additional information was provided.